Event description:
The clinic reported that a laser vision correction patient presented with flap microstriae in right eye one day post treatment. The microstriae was outside the visual axis. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient was asymptomatic. During follow up, on (B)(6) 2014, the account reported that microstriae had resolved and flap lift and rinse was performed on (B)(6) 2014. They also reported that on (B)(6) 2014 uncorrected visual acuity (ucva) for right eye was 20/15 and for left eye was 20/80 (mono-near eye). Ucva on (B)(6) 2014 for right eye was 20/20 with plano sphere bcva 20/20 and left eye was 20/100 (mono-near eye) with -1.75 x -0.25 x 090 bcva 20/20.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.